Event description:
Post procedure pt had 8fr angioseal deployed to femoral. Groin shot taken. No oozing or hematoma noted. Pt voiced no complaints of pain. Retro peritoneal bleed confirmed per CT scan on event date. Pt was discharged home the next day and returned to ER four days later with complaints to rt groin pain. 2nd CT revealed retro bleed resolving. No transfusion needed.

Event description:
The criteria for this decision are as follows: 1. An angio-seal vascular closure device was implanted to close the femoral puncture site following an angiography procedure; hemostasis was achieved without the assistance of manual pressure. 2. The physician who performed the procedure, described the angio-seal deployment as uneventful and has stated that he did not associate the angio-seal device or its components with any injury to the pt. 3. According to the physician, the CT scan (which confirmed a retroperitoneal bleed) was performed due to concerns related to difficulties encountered during the diagnostic procedure, which occurred prior to the deployment of the angio-seal device. 4. Intervention was not required in response to the confirmation of the retroperitoneal bleed. 5. St. Jude medical has not rec'd info that the angio-seal device caused or contributed to a death or serious injury or that the device malfunctioned.